Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant the physician extended the helix twice but was not satisfied with the r wave amplitude, so the physician attempted to reposition the lead. On the third attempt, the helix would not extend. A different lead was implanted. Additionally it was reported the implantable cardioverter defibrillator (ICD) set screw malfunctioned in the header. The set screw would not advance. A different device was implanted. No patient complications have been reported as a result of this event.